Event description:
It was reported that an ilet presented recurring ¿alert 32 ¿ motor processor communications error¿ that persisted after multiple user-performed restarts and a guided restart, leading to a decision to replace the device; blood glucose was reported as not affected, and the user switched to backup therapy while continuing cgm use. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of pump therapy and use of backup therapy until receipt of a replacement device. Investigation included remote troubleshooting and education on shutdown procedures, data sync, return logistics, and expectations for startup on the replacement device. Investigation of the returned device revealed a suspected delivery motor communication malfunction consistent with a processor-to-motor communications fault.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.